Event description:
It was reported through the results of a clinical trial that seven months and sixteen days post index procedure using a drug-coated balloon catheter, the subject had an adverse event of thrombosed left arteriovenous fistula and was treated with standard percutaneous transluminal angioplasty, thrombectomy, stent graft and surgical revision. It was further reported that one year, one month and nineteen days post index procedure, the subject had adverse event of high venous pressure with aneurysmal dilatation which required additional intervention. Reportedly the adverse event were not related to the device, procedure but definitely related to av access circuit. Standard percutaneous angioplasty was used for treatment. The re-intervention was successful, no new access created and the outcome was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.